Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with pump and sometimes gave himself a shot. The customer refused to troubleshoot at time of call because of past event. The customer advised to call the helpline for assistance and she agreed and understood.